Manufacturer narrative:
Device is an instrument and is not implantable. Investigation is pending. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
The surgeon was performing a revision surgery to extend the construct from l3-l5 to l2-l3. The pt was fused. While removing the old screws, the driver tip bent.